Manufacturer narrative:
All operating currents are within specification. No unexpected alarms noted. The insulin pump alarmed after battery change due to faulty connector on interface board. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Event description:
Customer reported that the insulin pump alarmed unexpected restart. Customer stated a temporary basal was not programmed before the alarm. The insulin pump was not stored or not in use for an extended period of time. Customer received a low battery alarm during unexpected restart alarm troubleshoot. The battery indicator does not show less than 2 bars. Customer has received 3 battery caps and issue is recurring. Blood glucose value was 225 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.